Event description:
It was later reported that the arrhythmia resolved, and that the patient's symptoms included edema and shortness of breath. It was also noted that the patient had a history of arrhythmia pre-left ventricular assist device (lvad).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular tachycardia could not be conclusively established through this evaluation. The patient ultimately expired on (B)(6) 2023 (related manufacturer report number 2916596-2023-02269). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed sustained ventricular arrhythmia on (B)(6) 2023 which required direct-current cardioversion (dccv) or defibrillation. The relationship between the event and the device is unclear.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.